Event description:
Customer reportedly received result of "crlo" ("crlo" at this institution is set for 10 mg/dl) on inform system 1 and 48 mg/dl on inform system 2 within ten minutes. No action was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 2. Reference medwatch report with a1 pt for the suspect device used in system 1.